Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. The eval found a failing lower auxiliary assembly contributing to the reported symptom. The lower auxiliary assembly will be replaced.

Event description:
It was reported that a pump has a system error 322. The customer stated there was no pt injury.